Event description:
A trauma pt had the vena cava filter implanted due to dvt and the inability to take coumadin due to gi bleeding. She was supine for several days and hydrated. The filter migrated caudally 3 cm & is at the iliac confluence. The pt is asymptomatic.